Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Rite (returned instrument testing evaluation) - electrical safety tests, and a power cord continuity test were performed with no issues noted. No device failure or malfunction was identified that could have caused or contributed to the reported issue. Based on the evaluation results, the device was found to meet specifications. The reported condition was not verified. The power supply, ac power switch, and power entry module were replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced electric shocks while connected to a homechoice automated pd system 115v, which was in use for automated peritoneal dialysis therapy. This was further described by the caregiver (cg) as ¿the hp had gotten a few electric shocks at various cycle of therapy¿ and ¿the hp felt the electric shock in the abdomen (exit site), was lying down and standing¿. Renal therapy services advised the cg to contact the patient¿s registered nurse and discussed the use of continuous ambulatory peritoneal dialysis. There was no report of patient injury or medical intervention associated with this event. No additional information is available.